Event description:
Customer reported a dive tube leak/break during treatment at 1200 ml wbp. Customer also stated that they did not get any alarms during prime or treatment. The instrument was temporarily placed out service for maintenance and cleaning by a field engineer. The customer was also made aware that blood cannot be returned to the pt. The pt was reported to be in stable condition. The customer did not want to return the kit for investigation, but was willing to submit photos for investigation. Service was dispatched under service order #: (B)(4).

Manufacturer narrative:
A review of lot c345 was performed and there were no non-conformances. This lot met release requirements. Trends have been reviewed for this complaint category and a downward trend has been detected for drive tube leak/break. Drive tube leak/break has been investigated through CAPA (B)(4), which has been closed, and CAPA (B)(4). Service order# (B)(4) completed: service engineer performed a thorough cleaning and system checkout of the instrument. This assessment is based on info available at the time of investigation. The submitted photos were analyzed and based on the analysis, the complaint was confirmed. However, the root cause could not be determined with the available info. A known cause for drive tube leak/break is that the bearing stop delaminates causing a rub against the centrifuge wall leaking to the drive tube wearing out and leaking. Therakos CAPA (B)(4) and (B)(4) are currently investigating bearing stop delamination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).